Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited key stuck alarms. No adverse effects were reported.

Manufacturer narrative:
Other text: b5: additional information received via email on 25-oct-2021: event occurred during testing and no product cause any injury to patient. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, minor scratches on lcd lens screen, keypad overlay missing. The customer stated problem was duplicated. Stuck key alarm was repeated, duplicate and verified during functional testing. The device had an intermittent constant blank screen with an error alarm "key stuck" upon powering up. Error was found in the device ehl (event history log). Replaced the keypad during the repair. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.